Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of thrombus (thrombosis), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect appears to be related to procedural conditions due to the heparin-induced thrombocytopenia and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the thrombus noted in the device which has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, thrombus was noted on the tip of the steerable guide catheter (sgc) when the sgc was in the right atrium. The sgc was retracted with all of the thrombus and the procedure was ended. Heparin-induced thrombocytopenia was suspected. There were no adverse patient effects. No additional information was provided.